Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas) and the reported events could not be conclusively established during this evaluation. The submitted log files contained events captured between (B)(6) 2023 and (B)(6) 2023, per the timestamps. No notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding, and hemolysis as adverse events which may be associated with the use of heartmate ii lvas. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2-4: patient information had not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a left middle cerebral artery (mca) ischemic stroke on (B)(6) 2023. On (B)(6) 2023, a petechial hemorrhage was noted on a follow-up computed tomography (CT) scan. The patient's lactate dehydrogenase (ldh) was elevated at >1000, and all samples were hemolyzed. Their ldh continued to rise. Log files noted multiple large power and flow fluctuations.